Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual and functional examinations revealed no damages and the device worked as intended. All remaining straps were delivered properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device would not tack the mesh in place upon firing. The procedure was completed with another like device. There were no patient consequences reported.